Manufacturer narrative:
The customer's biomed cleaned the display screen, which restored touchscreen operation. He observed a dark band running from the top of the screen to the bottom of the screen. At this point, a company service representative was contacted. The company representative opened the display housing and found that the screw that attaches the circuit board to the display was not engaged, and was loose inside the iabp. He replaced the screw. He also replaced the touchsceen (part number 0161-00-0123). The following unrelated service activity was performed: during check out f iabp functionality, the company representative observed that the high pressure helium regulator (part number: 0103-00-0637) was not performing according to factory specifications. He replaced the regulator. He also re-calibrated the pressure transducers and upgraded the iabp to the latest software revision. The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on the pt, the iabp screen completely blacked out and the soft keys did not work. The pt was switched to another iabp and therapy was continued. No pt injury was reported.